Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient did not think her pump was working because it was giving her pain. When she would go to her doctor, she did not think he was actually giving her any medication. The patient wanted to find a new doctor that would help her fix her pump and make sure it was working properly.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from the consumer regarding a patient receiving intrathecal hydromorphone. The concentration, dose, and lot number were unknown. The indication for use was non-malignant pain. On (B)(6) 2016, when patient left the health care provider's (hcp) office, the pump stopped working "again." The patient stated her pain was not going away. Then, the patient stated she did not say that and to "stop putting words in her mouth." The patient thought there was a problem with her pump not working. The patient stated the pump alarms were disabled. It was also noted that the patient stated she had a hard time sleeping which began prior to the pump implant so it was not related to the device/therapy. Patient symptoms, troubleshooting performed, the cause of the pump not working, actions/interventions taken, and the outcome were unknown. Follow up was conducted. If additional information becomes available, the event will be updated.